Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, there was poor staple formation and the staple line was incomplete at the distal part, up to half of the tissue was fired but the rest of the shot has not been completed. A new reload was used to complete the case. The stapler was able to be used with another load and fired completely. There was no patient injury.